Event description:
For some reason, this form is making me click on death but that is not the outcome. I was administered the bravo, which is attached to the esophagus in order to determine the acidity created by the stomach over a 48 hour period. I wore a radio monitor during that time. I was told that most people feel nothing and some feel a little discomfort. Well, my discomfort turned into pain the 2nd day and doubling over burning gone fire pain the 3rd. I insisted that they go back in and remove the device. It is supposed to become unattached by itself over 6/7 days. When they went in, they found a large bruise as well as an ulcer on my esophagus. These had been caused by the bravo unit. I just want to report this because it was not the experience I was expecting and I certainly would not ever have it done again. Reason for use: severe heartburn and acid reflux.